Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2022 explanted: (B)(6) 2022, product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead: other relevant device(s) are: product ID: 977a260, serial/lot #: va2hf7y004, ubd: 22-oct-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: va2hf7y005, ubd: 22-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported patient was added to the or schedule after a significant fall. Patient had a return of pain. The leads migrated and needed to be revised. The date of his fall is unknown. Issue has resolved.